Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded drive support disk. The pump was unable to perform the excessive no delivery test and occlusion test due to protruded drive support disk. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call of low blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose level was 44 mg/dl. The customer stated that his pump kept asking him to rewind last night and his blood glucose went down to 44 mg/dl. The customer stated that he ate a hershey bar and brought his blood glucose up. The customer stated that he received a compromised force sensor system alarm. The customer stated that the drive support cap is sticking out. The customer was advised that the pump will be replaced.